Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1100mg/dl and diabetic ketoacidosis. Customer indicated that their doctor has been contacted and their blood glucose value was 345 mg/dl before the call. The customer indicated that a bolus is not being recorded in the bolus history. Troubleshooting provided assistance with the bolus feature and it was found that the bolus are in the bolus history and they match with the bolus that the customer administered. No further details were given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08785 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. All boluses were recorded properly in bolus history and daily totals. No bolus history anomaly was noted. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.